Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain the pocket site. The patient was provided with steroid patch and medication. No further information has been obtained.